Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and mildly calcified proximal right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, there was no problem crossing the lesion. However, the balloon ruptured upon first balloon inflation at 8 atmospheres. As per the physician's comment, it seemed that it was damaged in the strut. The procedure was completed with a different device and there were no patient injuries reported.